Event description:
It was reported that at a follow-up session, 130 shock records were observed. After the 130th shock, the device did not give any other treatment, so the patient was externally defibrillated. The device was noted to be at eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Products: 559453 lead implanted: 2012 (B)(6); 419688 lead implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
Follow-up later confirmed that the shocks were appropriate.